Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1519, awareness date 18-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2011. Consumer stated that all went well at first, but after about a year, she began having extremely sharp pains in abdomen and vaginal area, crippling stabs that would bring her to knees. She went to physician and he said it might be polyps. He performed a d and c and found no polyps or anything else wrong for that matter. The pains were still happening. Her sex life went to carp as it hurts to much during and after for her to even want to make love to her husband. Just starting recently she bloat so bad that she went from a size 14 pants to an 18 in one day and then back again. She did not show any weight gain anywhere else except her belly. Product technical complaint (ptc) investigation result received on 05-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced extremely sharp pains in her abdomen. This event is serious due to required intervention and listed in the reference safety information for essure. Abdominal pain may occur during essure use. In this case, the patient started to feel extremely sharp pains in abdomen and vaginal area, one year after insertion. Her physician said it might be polyps. A dilatation and curettage was performed and found no polyps nor anything else. Given event's nature and suggestive temporal relationship, a contributory role from essure to the reported event cannot be excluded and since this event led to an intervention, this case is regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.